Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I am having allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and skin reaction ("I am having bad skin reaction"). The patient was treated with surgery (essure removal planned). At the time of the report, the allergy to metals and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, genital haemorrhage and skin reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media source received: additional reporter information added. Events added: skin reaction, metal allergy (new serious incident event); event medical device removal deleted based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I am having allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and skin reaction ("I am having bad skin reaction"). The patient was treated with surgery (essure removal planned). At the time of the report, the allergy to metals and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, genital haemorrhage and skin reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.